Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31722. It was reported that patient experienced positional headache. The physician ordered lateral images which appear to show that the l5 loops are in the middle of the canal instead of the postural epidural space. The physician thinks that during the implant, the thecal sac might have been popped. Patient was treated with a blood patch underwent surgical intervention wherein the entire system was explanted.